Event description:
Reporter alleged blood glucose measured 425 mg/dl back to back with a result of 143 mg/dl performed within 5 minutes of each other. No actions taken, and no treatment received as a result. A request was made for the return of the suspect device, and replacement product was sent.